Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device calibrated successfully. The device was to be used in the mid left anterior descending (mlad) lesion. However, equalization failed. The transmitter light was steady green. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found the microcables were separated at the distal end of the distal tube. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported pressure registration failure was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported faulty pressure registration appears to be related to circumstances of the procedure. The guidewire was noted to be kinked and bent throughout, which caused the reported faulty pressure registration. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. The observed guidewire separation was confirmed to be caused during post-use return handling, and is therefore unrelated to the reported pressure registration failure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. H6: medical device code 1562 was removed.

Event description:
Subsequent to the previously filed report, additional information was received: the microcables separated during post procedure return handling. No additional information was provided.